Event description:
It was reported that after they changed the device to the other side the patient stopped responding on that side and they put it on the opposite side again. It was reported that the battery got changed at the 5 year mark. Additional information received reported that the patient was still having concerns with their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was reported. It was noted that the patient needed someone to help coordinate their care between hcps because they had 2 device specialists managing their care for interstitial cystitis and pudendal neuralgia. Refer to manufacturer report # 3004209178-2014-03287 for information regarding the previous change in side of the device.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v053455, implanted: (B)(6) 2007, explanted: 2009, product type: lead. (B)(4).